Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue.(B)(4).

Event description:
The customer reported low ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.